Event description:
It was reported that during a laparoscopic gastric bypass procedure, black insulation fell off the tip and was floating on the bowel a grasper forceps was used to remove the piece. The case was completed without delay with using another instrument. There was no consequence to patient and no delay in the procedure.

Manufacturer narrative:
The device was visually inspected at our parent company in another country. The appearance of the device showed use. The insulation on the tip had been sheared/torn off. It is their opinion that the insulation was damaged due to a sharp edge from an external item such as a trocar sleeve. The cause for this type of damage is due to removal from a trocar sleeve with the blades open. When blades are not closed contact between insulation and the trocar sleeve will cause the insulation to shear/tear. Cause of event: user device interface. We are recommending that in-service be done at the user facility.